Manufacturer narrative:
Correction to suspect medical device serial #.

Event description:
On (B)(6) 2011, the lay-user/patient contacted animas alleging that keypad button presses did not activate desired pump functions. The patient claimed that the pump buttons were sticking. The patient did not allege any harm or injury because of the reported issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #2: date of submission 04/13/2015. Additional information/device evaluation:the pump was received, investigated, and dispositioned related to another complaint on 06/17/2011. The pump serial number was updated in this complaint file on 02/11/2015; therefore, the following findings are results of the original investigation:during a visual inspection of the pump, no damage was found to the keypad cover. During testing, all of the keypad buttons were intermittently unresponsive to user presses. The keypad cover was removed, and contamination was found under all button contacts.